Manufacturer narrative:
Follow-up # 2 ¿ ( (B)(6) 2014): the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014, respectively, with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6), 2013, the pharmacy staff (reporter) contacted lifescan from (B)(6) alleging an unspecified error message issue with a one touch verio meter. The reporter does not know what the error message was. The pharmacy has since replaced the meter for the patient. According to the reporter, there is no alleged harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an unspecified error message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The reporter did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up (1/17/2014)-device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on 1/8/2014 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.